Event description:
The complainant reported that the doctor attempted to implant the patient with impella 5.0 device for mechanical circulatory support. The doctor made an attempt from the right and left side, but implant was not possible due to patient¿s anatomy (anomaly at the subclavia). No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.